Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received multiple pump errors. The customer's blood glucose level was 200 mg/dl. The customer was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was assisted in performing displacement test and it was reported that the test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the sleep current test, active current test and self test. The device was received with a pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Pump error 130 unknown. Pump error 43 unknown.